Manufacturer narrative:
Pump was received with blank display due to moisture damage on the electronics. Moisture damage found on the motor also. Pump had cracked case at display window corners, reservoir tube, minor scratched and cracked display window.

Event description:
The customer reported via phone call that the insulin pump has fluid underneath the lcd display screen. Customer's blood glucose was 130mg/dl at the time of incident. Troubleshooting found that the pump got wet and the display screen went blank immediately after. Customer also indicated that the pump is cracked. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and agreed to return the product for analysis.